Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
Our customer has reported us via sales rep that the (B) (4) was found to be broken after a month and a half. The products were extracted (B) (6) 2010 and they are available to stryker.